Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle device referenced in report is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first device had a cuff miss [suture retrieval issue]. A second device was pre-placed with no issue. A third prostyle was attempted, however, another cuff miss occurred. A fourth prostyle was pre-placed without issue and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second and fourth devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.